Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with left lower extremity deep vein thrombosis (dvt) was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and an inferior venacavogram demonstrated the position of the renal veins and no aberrant ivc or renal veins or ivc thrombosis. The diameter of the ivc was adequate for ivc filter placement. The ivc filter was then deployed without incident. A fluoroscopic image demonstrated the cephalad tip of the ivc filter immediately below the renal vein confluence. The sheath was removed and hemostasis was achieved. Approximately five years post ivc filter deployment, a chest x-ray performed to confirm placement of a central line demonstrated a thin linear metallic object projecting over the right medial base. A CT scan of the chest demonstrated a linear radiopaque density in a subsegmental branch of the right middle lobe pulmonary artery that corresponded to the abnormality seen on prior chest x-ray reflecting a retained catheter or ivc filter fragment. A CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with legs extending through the caval wall. A right upper extremity venous duplex demonstrated acute non-occluding dvt of right proximal subclavian vein, chronic non-occluding dvt of mid and distal subclavian vein, chronic occluding superficial vein thrombosis (svt) of right cephalic vein and acute non-occluding svt of proximal basilic vein. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with deep vein thrombosis had a vena cava filter successfully deployed without incident. Approximately five years post filter deployment, imaging demonstrated limbs extending through the caval wall and a detached limb in the right pulmonary artery. There were no attempts made to retrieve the filter or detached limb. There was no reported known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with left lower extremity deep vein thrombosis (dvt) was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and an inferior venacavogram demonstrated the position of the renal veins and no aberrant ivc or renal veins or ivc thrombosis. The diameter of the ivc was adequate for ivc filter placement. The ivc filter was then deployed without incident. A fluoroscopic image demonstrated the cephalad tip of the ivc filter immediately below the renal vein confluence. The sheath was removed and hemostasis was achieved. Approximately five years post ivc filter deployment, a chest x-ray performed to confirm placement of a central line demonstrated a thin linear metallic object projecting over the right medial base. A CT scan of the chest demonstrated a linear radiopaque density in a subsegmental branch of the right middle lobe pulmonary artery that corresponded to the abnormality seen on prior chest x-ray reflecting a retained catheter or ivc filter fragment. A CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with legs extending through the caval wall. A right upper extremity venous duplex demonstrated acute non-occluding dvt of right proximal subclavian vein, chronic non-occluding dvt of mid and distal subclavian vein, chronic occluding superficial vein thrombosis (svt) of right cephalic vein and acute non-occluding svt of proximal basilic vein. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years post ivc filter deployment, a chest x-ray demonstrated a thin linear metallic object projecting over the right medial base. A CT scan of the chest demonstrated a linear radiopaque density in a subsegmental branch of the right middle lobe pulmonary artery that corresponded to the abnormality seen on prior chest x-ray reflecting a retained catheter or ivc filter fragment. A CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter with legs extending through the caval wall. Therefore, based on the provided medical records the investigation is confirmed for perforation of the ivc wall. However, the investigation is inconclusive for filter limb detachment as imaging could not confirm if the metallic fragment was from the filter or a retained catheter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall.

Event description:
Medical records were received and reviewed. The patient with deep vein thrombosis had a vena cava filter successfully deployed without incident. Approximately five years post filter deployment, imaging demonstrated limbs extending through the caval wall and a detached limb in the right pulmonary artery. There were no attempts made to retrieve the filter or detached limb. There was no reported known impact or consequence to the patient.